Manufacturer narrative:
A united states customer contacted siemens customer care center (ccc) and noted that quality control (qc) was in range. The customer stated that no other samples were affected and that there were no issues with other tests. Siemens dispatched a customer service engineer (cse) to the customer site. The cse replaced the integrated multisensor technology (imt) module and performed services on the rotary valve, dilution arm alignment, and imt alignment. The performance of the atellica ch 930 analyzer was verified by priming imt fluids, running the peristaltic pump, and performing an autocheck on both the dilution arm and imt. The customer ran a qc and calibration test and noted no issues. Siemens evaluated the information provided and services performed. Qc was within range and without evidence of imprecision. The customer observed no other discordant samples, and the issue was specific to sample ID 71787678. Siemens determined the dilution probe data indicates a higher aspiration pressure for the initial run of the patient sample. The data is consistent with poor sample quality and the presence of gel, fibrin, micro clots, or cellular debris, including red cells, white cells, or platelets. The potential cause of the falsely depressed sodium (na) result is due to poor sample quality or a sample-specific issue. The analyzer performed as expected, and no further evaluation was required.

Event description:
The customer obtained a discordant falsely depressed sodium (na) result for one patient sample on an atellica ch 930 analyzer with serial number (B)(4). The result was reported and questioned by the physician(s). The physician(s) sent the patient to the emergency room (ER) for a redraw. The customer used the same analyzer and an alternate analyzer to perform repeat testing. The repeat results were higher and met the clinical picture of the patient. The customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed sodium result.